Event description:
A pt reported that they were unable to test on their meter. Pt's meter allegedly would only prompt the clean test area message. The meter was cleaned properly. The issue was not resolved. There was no medical intervention, no comparison. Pt was not treated. No further info has been reported.